Event description:
The customer contact reported a separation. The homecare pt was receiving 250cc of remicade for a duration of 3-4 hours. After an unspecified length of time, the pt informed the nurse that she "felt wet." The nurse checked the IV tubing and noted it had separated at an unspecified "junction" that was located between the filter and the pump. The nurse stopped the infusion, aspirated the remaning 70cc of remicade out of the bag, with a syringe and delivered it to the pt via IV push. There were no reported adverse pt effects. No medical interventions were required. Though requested, no additional info was provided.

Manufacturer narrative:
The customer indicated that the device was discarded. A representative sample from the same lot is not expected to be returned for investigation. The issue of tubing separations was evaluated under a formal investigation. The most probable root cause is incomplete application of solvent. Corrective actions include: expanding our training program to further emphasize bonding techniques, harmonizing the solvent bonding process across mfg facilities, and improving solvent bond inspection.